Manufacturer narrative:
This product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), a person assisting with the rescue received an unintended delivery of energy when the patient was defibrillated. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.